Manufacturer narrative:
It was discovered on november 16, 2017 that the initial emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. MDR number 1415939-2017-00204 has been submitted for the correct manufacturing site and all further information will be documented under that MDR number.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, in-house testing and a review of labeling. Review of complaint activity did not identify any adverse or non-statistical trends for the architect ca 19-9xr assay. An increase in complaint activity was not identified for falsely elevated or erratic results with reagent lot 73038m800. A study was performed to investigate the assay's performance. Retained kits of reagent lot 73038m800 was tested across three instruments with three levels of controls. Each control level contains a known concentration of the ca 19-9 analyte. Acceptance criteria was met, which demonstrates the assay can accurately detect a known concentration of ca 19-9 analyte. Labeling was also reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect ca 19-9xr assay was identified.

Manufacturer narrative:
This report is being filed on an international product, architect ca19-9xr, list number 2k91-39, that has a similar product distributed in the us, list number 2k91-29. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported inconsistent architect ca19-9 results for a sample ((B)(6)) when comparing the undiluted (946.58 u/ml) and 1:10 diluted (440.20 u/ml) results. No specific patient information was provided. No adverse impact to patient management was reported.